Manufacturer narrative:
Use error: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect. Reportedly, the customer traveled and did not readjust time and date to match their time zone when they came back. Customer's blood glucose level was 400 mg/dl. Customer corrected time and date to address the issue.